Manufacturer narrative:
Correction to b5 of the initial report: during troubleshooting with the customer, the remote service engineer (rse) discussed with the customer that the error code listed in the service manual was 1102 (primary alarm failed). The rse then listed the following instructions to resolve the issue, iisten for audible sound from the speakers; verify that the speakers are connected; verify that the braided wires are not touching the speaker housing; verify that the resistance of each speaker is 6.8 to 9.2 o (figure 6-2); replace speaker #1 (motor controller printed circuit board assembly (mc pcba)); replace speaker #2 (power management (pm) pcba); replace the central processing unit (cpu) pcba. The rse then provided the customer with the following part ids- speaker assembly (base assembly), cpu pcba (software 2.30). The rse also discussed the replacement procedure for the cpu and software levels required for high flow options. Updated evaluation method code grid code based on the information provided. H11:updated contact information, contact office entity, and manufacturing site. Insufficient information is available to determine the resolution of the event. The customer was provided with recommendations on how to repair the device; however, it could not be confirmed if the customer replaced the specified part(s). Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device was repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00268. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the primary alarm was failing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.